Manufacturer narrative:
The customer returned a diagram for evaluation, showing the whole set connection and the source of the leak when the device cl2100 is connected into a chemosafe lock. However, in the picture no leaks or drops of water are shown. Complaint of disconnection / loose connection cannot be confirmed. Without the return of the used sample, a comprehensive failure investigation cannot be performed, and probable cause cannot be determined. Lot history review could not be performed due to the lot number for this complaint was unknown.

Manufacturer narrative:
The device is not available for investigation. Without the return of the device a probable cause is unable to be determined. A device history lot review cannot be performed due to no lot number provided. D4: only di provided as lot number is unknown.

Event description:
The event occurred on an unspecified date and involved a chemolock port. It was reported the cl2100 is coming disconnected from the needleless connectors on the y-site of their b braun pump tubing (caresite needle-free connector) and nexus connector that is on the patient's central line. When the cl2100 pops off the needleless connector while connected to the cl2000s, this results in a chemo spill/exposure. The leak was coming from the y connector and the hub at the patient with the nexus tko. There was patient involvement and unknown adverse event.